Manufacturer narrative:
This supplemental was created to add information in: b. Adverse event or product problem. D. Suspect medical device. H. Device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity seen on analysis tool. Data was sent to engineering for analysis. Device was explanted due to premature battery depletion and was replace with another boston scientific generator. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity seen on analysis tool. Data has not been send for engineering review. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned incepta was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This supplemental was created to add the device evaluation h. Device manufacturers only 10. Additional manufacturer narrative

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity seen on analysis tool. Data was sent to engineering for analysis. Device was explanted due to premature battery depletion and was replace with another boston scientific generator. No adverse patient effects were reported.